Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4) site, per (B)(4).

Event description:
Customer reported recently hospitalized due to high blood glucose levels. Blood glucose level at the time of the hospitalization was not provided. Customer reported having a fever of 101 degrees and shortness of breath. Customer stated that she was told the scar tissue at the insertion site was most likely a factor in the insulin not being delivered properly. Blood glucose level at the time of the call was not provided. No further information was provided.